Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a calibration not accepted alert. The customer stated they did not get a change sensor alarm. The customer received them all night long. When they woke up and tried to calibrate it went off three times. The customer's blood glucose level during the incident was 400 mg/dl. The customer declined troubleshooting for the high blood glucose. They treated the high blood glucose with an insulin pen. The customer was advised that if the alerts persist to remove and replace the sensor. The customer was advised to call back for troubleshooting if the alerts persists following a sensor change. The device will not be returned for analysis.